Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The physician advanced the 6.0x20/135 sterling balloon to the lesion and on an unspecified inflation, inflated the balloon to 10atms and the balloon ruptured. The device was removed intact. The procedure was completed with another 6.0x20/135 sterling balloon. No complications were reported and the patient's status is good.